Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a malfunctioning device and a fluid leak. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a malfunctioning device and a fluid leak. A patient outcome was not reported.

Manufacturer narrative:
The ams 700 conceal reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. No leaks nor damage was present in relation to cylinder 1; this cylinder therefore performed within specification. Cylinder 2 had a leak at the junction between the rear tip and kink resistant tubing attributed to fatigue. Broken fabric threads were present throughout the body of the cylinder. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Contamination was identified resulting in an inability to functionally test the pump; however, the reported events were confirmed base on the identified damage in cylinder 2. An investigation conclusion code of cause traced to component failure was chosen, because the reported events could be traced to fluid loss through product investigation.